Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause for the pulse test failure was isolated to a poor connection between the defibrillator and c/a boards. The poor connection was caused by contaminated pins on connectors j1002aa and j1003aa. The root cause for the contaminated pins could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4), which was returned by a us distributor for an unrelated event, a reportable problem was found. The monitor failed incoming functional testing.